Event description:
It was reported that a device had no audio present. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating the device. A supplemental report will be submitted when the device evaluation is complete.